Event description:
Boston scientific received information that during a routine follow-up, this pacemaker was noted to have declared end of life (eol) on july 15, 2011 with a magnetic frequency of 85 bpm. It was noted that on (B)(6) 2011 the device had 1.5 years of longevity remaining. The patient is pace maker dependant and the ventricular pacing amplitude was set to auto. The atrial and ventricular thresholds measurements were within normal range. Premature battery depletion was suspected. The device was removed, replaced and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was ert. The device functioned normally throughout testing. Analysis concluded that the device operated within electrical specifications during pacing and sensitivity testing. It was determined that this device experienced normal battery depletion, but declared ert earlier than previously estimated.